Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV, deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with unknown mentor saline breast implant experienced left-sided grade IV capsular contracture and left-sided implant deflation post-operatively. The patient had an ultrasound performed, and findings included capsular contracture and partially collapsed breast implant. Diagnoses were confirmed via physical exam. As a result, the patient underwent explantation on (B)(6) 2020. Implantation date is the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable.